Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 10/28/2025 (not 10/29/2025 as previously reported). Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection of the photo sample was performed and damage at the filter was identified. Visual inspection was performed on the returned sample, and it was observed that membrane of the filter was cracked/broken. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a non-dehp extension set was broken. The issue was noticed while the device was taken out of the package. A new device was used to resolve the issue. There was no patient involvement. No additional information is available.